Event description:
It was reported that the patient went to the hospital because ¿she was not feeling well¿. The pump was interrogated and the security mode message appeared. It was reported that the drug dosage was less that which was prescribed and it was impossible to modify it. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that the patient went to the hospital on (B)(6) 2017 and was admitted under monitoring. The pump was replaced on (B)(6) 2014. It was further reported that on (B)(6) 2017, technical service was contacted about the security mode message. As of 11-apr-2017, the event was considered resolved. The serial number for the n¿vision program was not known. The patient status at the time of this report is alive-no injury. The patient was in good condition after pump replacement. The pump was to be returned on 11-apr-2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analyis of the pump found battery high resistance. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the reported security mode message that was previously reported was a message of the pump was in safe state and the infusion mode was as minimum rate. The patient¿s therapeutic dose was 0,23 mgr/day of morphine and 69,7 micrgr/day baclofen. The concentration of morphine was 3,3 mg/ml and baclofen was 1000,0 mcg/ml. The dose of the pump in minimum rate mode was lowered to 0.0204 mg/day of morphine and 6,2 mcgr/day of baclofen. It was noted that the programmer did not allow a change in the infusion mode so it was impossible to modify the dose. The patient had symptoms about ¿not teraputical doses ¿, more pain, and more spasticity. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.